Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was failed to be registered as closed. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that enhanced full-height drawer 3 was not detected the closure. A field service engineer inspected and found the magnet have fallen from the latch. The latch was replaced, and the drawer was tested using the diagnostics program. The customer successfully recovered the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was failed to be registered as closed. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.